Event description:
It was reported that a code 1005 was triggered, during shock delivery. This indicates that the shock lead impedance (sli) was greater than 145 ohms during the shock. No further information is known at this time. Evidence reasonably suggests that this product remains in service. This report will be updated, should additional information be received.